Event description:
Customer reported that six samples, with previously reported positive antibody screens in manual gel, were tested on the provue. Three of the samples (anti-fya, anti-d, and a warm autoantibody) had negative antibody screens on the provue. Testing was performed on this provue analyzer as part of troubleshooting to confirm a false negative issue on the customer's other provue. No results were reported for this instrument.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked the picture from the log file and compared them with the cards. The fe found the camera was fine and the gripper was aligned properly. The fe states visio value is 117 within specifications. The fe sent a copy of the log files, traceability folder, and reference card image to second level support for investigation. As per cts second level support - investigation of the log files shows that the provue is operating as expected. There were no error codes during processing and the images that were available from repeat testing were read correctly by the provue. (B)(4).